Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device had a non-functioning stylus and printer, and it was noted that the radio frequency (rf) programmer head connector on the link electronic module (lem) was loose, system fan was noisy, power supply was noisy, lower display hinges were worn, lower hinge plate was broken, display flex cable was damaged, and the handle covers had cracked plastic. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not print reports following a device interrogation. It was also reported that the stylus touch-pen would not function to change screens on the programmer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.